Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent was reported via phone call that they experienced high blood glucose. The customer blood glucose level was 420 mg/dl at the time of incident and the other blood glucose level of the customer was 398 mg/dl and 300 mg/dl. Customer treated with insulin pump and manual injection. The customer also report that the insulin pump had no delivery alarm and customer states the insulin exited. The insulin pump will not be returned for analysis.